Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, +19.0d) was explanted prior to any light treatments due to a refractive surprise post-implantation. A new lal with a different lens power (+22.5d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference#: (B)(4).